Manufacturer narrative:
A follow up report will be submitted following the completion of the investigation into this event.

Event description:
Received report that there was foreign material found in the packaged unit.

Manufacturer narrative:
Upon receipt of the sealed proloop mesh plug the tray and product were inspected to determine where in the tray the particulate was located. A small particle was found within the tray that when measured was .04mm2 using a tappi chart. The particulate was located inside the onlay side of the tray in the lower right hand side. Not on the physical product. As the particulate measured to be far less than .40mm2 the particulate in question would have been acceptable. Foreign material analysis determined that the foreign material on the mesh appeared to be an inorganic material primarily composed of aluminum and silicon along with similar inclusions of iron. On the basis of the risk assessment the foreign material identified in this complaint is not expected to elicit a biological response. Therefore, the resulting risks of this foreign material is considered to be negligible. Clinical evaluation: it was reported that foreign material was noted within the product / packaging. When a product is presented for use it is examined for expiration date, sizing, labeling and damage. If found to be defective a second device must be located and prepared for use. This could represent a delay in treatment for the patient. The instructions for use (IFU) advise "do not use if the package is opened or damaged". The device is supplied sterile and the packaging should be inspected prior to use to ensure it is intact and not damaged. If the product was accepted and presented in the interventional/surgical theater the integrity of the packaging of a sterile device would be noticed prior to being introduced to the sterile field.